Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the menu and check buttons on the infusion device do not function. His blood glucose elevated to 185 mg/dl, and he did not require treatment from a healthcare representative or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the check and menu button do not always respond. The snapdome of the buttons are without tension. There are no mechanical influences visible on the pump hosing or button surface.